Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was damaged and unable to securely latch to a monitor.